Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received software error bad pointer, impossible default case, parameter out of range error alarm. The customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specification range and passed off no power test. Device was tested with no software error - bad pointer, impossible default case, parameter out of range, etc alarm noted.